Event description:
On (B)(6) 2006, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The final angiogram showed a type-2 endoleak from a lumbar artery. On (B)(6), 2008, a reintervention occurred to treat a persistent type-2 endoleak. The right hypogastric artery was coil embolized. A gore excluder aaa aortic extender component was implanted. The pt tolerated the procedure well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. As stated in the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Additional devices related to this device: pxc181200/03145928 and pxa260300/03928702.